Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath was detached as it was not returned. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent failure to expand as the stent was not returned. The observed problem of inner sheath detached was most likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. There is no indication of what the customer reported because the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent did not expand. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent did not expand. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.